Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis requiring pd catheter (not a fresenius product) removal and treatment with antibiotics. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis was due to poor hand hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which generated growth of methicillin resistant staphylococcus aureus (mrsa) and candida. The patient was treated with vancomycin and gentamicin (dose not provided) intra-peritoneal (ip) on an outpatient basis. However, per the nurse, the patient did not fully recover. As a result, the patient was seen in the emergency room (ER); date/details are unknown although the patient was not admitted. It was discovered that the patient had concomitant fungal peritonitis and the patient underwent removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis to let the peritoneum rest. The patient is currently on hemodialysis on an outpatient basis and is recovering from the event according to the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach aseptic technique/poor hand hygiene during the pd exchange.